Manufacturer narrative:
One 3i t3® short external hex parallel walled implant, 6mm(d) x 5mm(l) (boes605) was returned for investigation. Visual inspection of the as returned product identified minimal wear and debris about the threads. The product matched print specifications where measured against drawing 1173003 rev b (digital caliper; cal 3736; oct 23, 2019). No pre-existing conditions were noted on the per. The reported product was located on tooth # 2 and used for 2 days before removal. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2016010243. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016010243) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (sinus perforation) or product (boes605). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that during placement, an implant (boes605) penetrated the sinus cavity. Implant was removed and site was bone grafted. Tooth location 2.